Event description:
It was reported that the cartridge leaked insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.